Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was damaged. The following information was provided by the initial reporter: when the nurse was infusing albumin to the patient, he found that the liquid flowed out from the interface between the infusion set and the prn. Checked that the infusion set interface is completely connected and that the prn has no cracks or damage. After replacing the prn, the drug infusion is normal. Check the replaced prn. The plastic interface is dented and cannot spring back by itself.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was damaged. The following information was provided by the initial reporter: when the nurse was infusing albumin to the patient, he found that the liquid flowed out from the interface between the infusion set and the prn. Checked that the infusion set interface is completely connected and that the prn has no cracks or damage. After replacing the prn, the drug infusion is normal. Check the replaced prn. The plastic interface is dented and cannot spring back by itself.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.